Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made but has not been obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Was any medical intervention performed to address the wound dehiscence? Please provide details. Was there any issue complaint regarding the stratafix. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a microdisc spine procedure on (B)(6) 2020 and surgical sealant was used. One week post op the wound dehisced. A prescription for keflex by on call provider on (B)(6) 2020 current patient status is stable. No other information is available. No device will be returned. Additional information was requested.